Event description:
It was reported that vessel extravasation was observed at the venous anastomosis after angioplasty was performed. A tracheobronchial stent graft was implanted in the venous anastomosis and outflow vein. At conclusion, the flow was graded as excellent. The pt recovered with no clinical sequelae.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The investigation is currently underway.